Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during withdrawal interaction with the 80% stenosed anatomy and/or other devices (such as tip catching on the stent during withdrawal) resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as the tip was snared with an unknown device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left superior femoral artery (sfa) that is 80% stenosed. The lesion was pre-dilated with an unspecified 6mm balloon with 3 minute inflations. The 5.5x150mm supera self-expanding stent system (sess) was deployed and the tip of the delivery system separated. The sess was removed under fluoroscopy. The tip was snared with an unknown device. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.